Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that on (B)(6)2018 this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This cardiac resynchronization therapy defibrillator (crt-d) based on the information received has been explanted and is out of service. There were no adverse patient effects. This device has not been returned for analysis. Should additional information be received an updated report will be submitted.

Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This implantable pulse generator, pacemaker (non-crt) based on the information received is still in service. An update will be provided in the final report. There were no adverse patient effects.